Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned used. The catheter was stretched 6.2cm from the distal tip. The catheter was bunched 17.1cm from the distal tip. The bunching and stretching of the catheter likely indicate retraction issues. The balloon was received fully advanced through the introducer sheath and was fully visible. The balloon was bunched in appearance. The distal tip of the introducer sheath was observed to be flared, indicating retraction issues. Functional/performance evaluation: guidewire patency and retraction functional testing could not be performed due to the severed bunching of the balloon. The balloon was cut at the proximal cone to examine the inflation/deflation port. The glue bullet was not in its correct location and was lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. It is unknown when the glue bullet became lodged inside the catheter shaft, as the stretching of the outer catheter could have contributed to the glue bullet lodging inside the catheter. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for retraction issues as the balloon was returned within the customer's introducer sheath and the distal end of the introducer sheath was flared and the balloon was bunched in appearance. The definitive root cause for the reported retraction issue could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following the second inflation in an upper arm av graft, the pta balloon allegedly could not be retracted through the 7fr sheath; therefore, the device and the sheath were removed as a single unit without incident. It was further reported that as access was maintained with the guidewire, another sheath was inserted and another balloon was used to complete the procedure. There was no reported patient injury.